Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) displays went out. They swapped in displays from another department to resolve the issue. The device was in use on patients at the time, however no patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) displays went out.